Manufacturer narrative:
It was reported that the defibrillator failed quality inspection, indicating "therapy disabled". There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. The customer did not accept the quote for repair. This will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the defibrillator failed quality inspection, indicating "therapy disabled". There was reportedly no patient involvement.